Manufacturer narrative:
Batch review performed on 31-may-2021: lot 178712: (B)(4) items manufactured and released on 2-mar-2018. Expiration date: 2023-02-20. No anomalies found related to the problem. To date, all items of the same lot have been sold without other similar reported event. Clinical evaluation performed by medical affairs director: 3 years after primary tka, the patient suffers from mid-flexion instability, in spite of having achieved good flexion and extension stability. This may be due to a particular conformation of the collateral ligament system or by the position of the initital components, not compatible with the ligamentous envelope. A revision system is chosen and artificial stability provided. No reason to suspect a faulty device at the origin of this problem. Additional items involved in the event, batch review performed on 31-may-2021. Gmk-sphere 02.12.0310fr tibial insert fixed sphere flex #3/10 mm r lot. 179687: lot 179687: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1203r tibial tray fixed cemented # 3 r lot. 156421: lot 156421: (B)(4) items manufactured and released on 30-nov-2015. Expiration date: 2020-11-11. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
Revision surgery performed 3 years after the primary due to instability in middle-flexion, lateral and medial compartments. Stability in extension and flexion. Patient with uncomfortable feeling immediately after the primary surgery. The surgeon revised all components besides patella resurfacing.